Event description:
The patient underwent uneventful left eye cataract plus stent procedure. The surgeon reiterated that one (1) stent dislodged inferiorly in the anterior chamber (ac) at postop week one (1). Per report, there was no adverse impact to the patient and no secondary surgical intervention was performed. The patient visual acuity (va) and the iop were reported as ¿good¿, and the surgeon planned to monitor the patient.

Manufacturer narrative:
Additional information: based on the information received, the root cause of the reported event could not be conclusively determined. MFR# reference: (B)(4).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that following uneventful cataract plus trabecular micro bypass stent system procedure, the surgeon observed one (1) of the two (2) stents dislodged in the inferior chamber angle on postop day eight (8). The anterior chamber (ac) appeared quite without inflammation and the iop was reported in the low teens. The surgeon conferred with glaukos medical monitor who related to the surgeon the scenario which would require stent removal based on its positioning. Additional information is being requested.